Event description:
It was reported that there were 3 occurrences where micro clotting occurred with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: it was reported that "3 out of 68 tubes shown clumps microscopically. Visually no clots."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. The retention samples were tested and no issues relating to clumping were observed as all results demonstrated satisfactory performance. Platelet clumping most commonly occurs due to improper mixing. It is recommended that an edta tube be inverted 8-10 times immediately after the specimens collected. Not completing these inversions may result in incomplete mixing of the additive in the blood and therefore, platelet clumping. In tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd provided education and processing information to the customer. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for clumping with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3 occurrences where micro clotting occurred with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter: it was reported that "3 out of 68 tubes shown clumps microscopically. Visually no clots''.